Event description:
The pt contacted lfs alleging that her one touch basic original meter would not power on. The pt did not know when she had last tested with the meter. She was unable/unwilling to answer whether she experienced symptoms of high or low blood sugar at the time of concern. She took no actions after attempted use of the meter. She went to the hosp ER to have her blood glucose level checked. The test result obtained in the ER was not provided. The pt rec'd no treatment. The csr rep confirmed that the meter did not power on when the power button was pressed. The batteries were installed correctly and had been replaced less than one yr before. The battery contacts were in good condition. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt and the troubleshooting conducted by the csr, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.